Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged difficulty breathing/short of breath,dry mouth. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The patient alleged difficulty breathing/short of breath,dry mouth. There is no allegation of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Unknown red-colored contamination as well as fibrous and dust-like contamination were observed on the exterior of the top enclosure under the right-side accessory door. Slight dust-like and fibrous contamination was observed on and around the iso port. Observed potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. Dust-like and hair-like fibrous contamination was observed on the blower outlet seal. Observed an unknown (dust-like) contaminant on top of the blower motor and on the inner rim of the bottom of the blower motor. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device.  The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Also unable to confirm any of the patient complaints with the device. The "flapping" noise reported was not duplicated in the investigation. The pressure verification test confirmed that the pressures delivered by the device were within specification and unable to address the patient symptoms specified.  In this report, section d9, g3, h3, h6 has been updated or corrected.